Manufacturer narrative:
No re-intervention was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-medtronic stent graft for the endovascular treatment of a 58mm diameter abdominal aortic aneurysm. The patient reportedly had a non ¿ medtronic stent graft system previously implanted also. The patient had a neck length of 15mm and a proximal aortic neck angulation of 18°, with 25% calcium around the seal zone. It was reported, during the index procedure that the physician elected to implant endoanchors to treat a type ia endoleak. Six endoanchors were deployed however 1 anchor did not seat properly, became loose, and ultimately embolized to a branch of the left renal artery where it was non-occlusive and flow appeared to be proceeding around it. The physician decided it was safer to leave the endoanchor in its location.the event was assessed as related to the index procedure. No clinical sequelae were reported and the patient will be monitored.